Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation test were performed without any issue. According to the provided patient interface serial number the reported treatment is the third on that day. The logfile review confirmed the treatment was aborted after the warning message related to vacuum pump. The message indicated that the user pressed the right footswitch to turn off the vacuum. The treatment was restarted and finished without any problems. All the other treatments on that day were finished successfully without interruption or any problems. According to the review of logfile the vacuum was turned off by the user. (B)(4).

Event description:
A surgical consultant reported suction loss during lasik flap creation. The flap was lifted normally and the surgery was completed successfully.